Event description:
It was reported that the patient's right ventricular lead exhibited noise. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested, but not provided.

Event description:
Additional information received notes that the event was initially observed remotely. The right ventricular lead exhibited noise oversensing causing pacing inhibition. No interventions were performed.